Event description:
Metal on metal depuy right replacement hip implanted (B)(6) 2008 due to degenerative joint disease. I experienced a period of relief, followed by increasing pain and discomfort in the right hip which I initially assumed was related to issues with my right knee. I underwent a right revision surgery on (B)(6) 2012. Dates of use: (B)(6) 2008 to (B)(6) 2012. Diagnosis or reason for use: right hip arthroplasty.